Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure: unsure / migration of essure device location of device: uterus"), pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding"), teratoma ("tumor/teratoma/cancer"), rheumatoid arthritis ("autoimmune disorder: rheumatoid arthritis"), pregnancy with contraceptive device ("pregnant with essure/ pregnancy(no complications)") and abortion spontaneous ("miscarriage at 6 weeks gestation") in a 36-year-old female patient who had essure (batch no. 869752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dysfunctional uterine bleeding, back pain, miscarriage ((B)(6) 2016), nausea on (B)(6) 2009 and amenorrhea on (B)(6) 2011. With no identified pregnancy on ultrasound. With history of bleeding and cramping with decreasing hcg, likely completed miscarriage. Blood hcg negative. Concurrent conditions included amenorrhea, hyperprolactinemia, bloating, dysfunctional uterine bleeding, breast tenderness, schizoaffective disorder, thrombophlebitis, endometrial biopsy, body mass index normal, vertigo, vomiting, endometrial biopsy, lower abdominal pain, vaginal discharge, delayed period since (B)(6) 2014, mood disorder, constipation, diarrhea, syncope, bipolar disorder, post-traumatic stress disorder, aggressive behavior, cough, shortness of breath, blood prolactin abnormal, empty sella syndrome, morbid obesity, thyroid disorder, fibromyalgia, painful intercourse, earache, sinus pain, upper respiratory infection, acute sinusitis, sinus pressure, pain joint, weight loss, prophylactic vaccination, influenza, backache, genital hemorrhage, frequent periods, tubal ligation, dysuria, burning micturition, ecchymosis, muscle pain, itching, schizophrenia, mood altered, spotting vaginal, dizziness and increased appetite. Family history included diabetes mellitus. Concomitant products included aripiprazole (abilify), calcium carbonate;colecalciferol (caltrate + d), fluoxetine hydrochloride (prozac), fluphenazine, haloperidol (haldol), levothyroxine, medroxyprogesterone acetate (depo provera), paliperidone (invega), topiramate, venlafaxine and venlafaxine hydrochloride (effexor). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), weight fluctuation ("weight fluctuations/ weight fluctuations (gain of 30, loss of 53 pound and ended up gaining 60 pounds)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), alopecia ("hair loss") and visual impairment ("vision problems: vision issues"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), menstrual disorder ("abnormal menstruation"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), depression ("depression"), anxiety ("anxiety"), fatigue ("chronic fatigue"), urinary incontinence ("urinary incontinence"), nausea ("nausea,"), bipolar disorder ("bipolar disorder"), ovarian cyst ("tumor: ovarian cyst"), hypothyroidism ("hypothyroidism acquired type"), abdominal pain ("abdominal pain"), pain in extremity ("hand pain / feet pain") and alcoholism ("alcoholism") and was found to have teratoma (seriousness criterion medically significant) and weight increased ("weight fluctuations (gain of 30, loss of 53 pound and ended up gaining 60 pounds"). The patient was treated with gemfibrozil, valproate semisodium (depakote) and surgery (procedure will either be (B)(6) 2018 for hysterectomy and schedule appointment for removal surgery in february or (B)(6) 2019). Essure treatment was not changed. At the time of the report, the device expulsion, teratoma, rheumatoid arthritis, abortion spontaneous, nausea, vaginal haemorrhage, bladder disorder, urinary tract disorder, alopecia, visual impairment, bipolar disorder, ovarian cyst, hypothyroidism, abdominal pain, pain in extremity and alcoholism outcome was unknown, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, migraine, headache, depression, anxiety, fatigue, urinary incontinence and weight fluctuation had not resolved and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alcoholism, alopecia, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, depression, device expulsion, dysmenorrhoea, fatigue, headache, hypothyroidism, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pain in extremity, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis, teratoma, urinary incontinence, urinary tract disorder, uterine haemorrhage, uterine pain, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: consumer was currently investigating removal options, as she had not yet been able to undergo surgery to remove the essure micro-inserts. It was reported that she undergo surgery to remove the essure micro-inserts either be (B)(6) 2018 for hysterectomy. Bladder issues/need to check if bladder has been perforated by doctor on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Human chorionic gonadotropin - in (B)(6) 2016: results: positive. Hysterosalpingogram - in (B)(6) 2012: results: full occlusion of fallopian tubes. Pregnancy test - on an unknown date: results: positive. Pregnancy test urine - in (B)(6) 2016: results: positive. Ultrasound scan vagina - on (B)(6) 2012: results: showed total bilatera occlusion. Concerning the injuries reported in this case, the following ones was reported via medical records: uterine hemorrhage, weight increased, fatigue, alopecia, arthralgia, back pain, hypothyroidism, nausea, headache. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-dec-2018: pfs received - new event 'abdominal pain, hand pain / feet pain and alcoholism' were added. Event device dislocation was updated as device expulsion. Event onset date was updated. Incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure: unsure / migration of essure device location of device: uterus"), pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding"), teratoma ("tumor/teratoma/cancer"), rheumatoid arthritis ("autoimmune disorder: rheumatoid arthritis"), pregnancy with contraceptive device ("pregnant with essure/ pregnancy(no complications)"), abortion spontaneous ("miscarriage at 6 weeks gestation") and bipolar disorder ("bipolar disorder") in a 36-year-old female patient who had essure (batch no. 869752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dysfunctional uterine bleeding, back pain, miscarriage (may-2016), nausea on (B)(6)2009 and amenorrhea on (B)(6)2011. With no identified pregnancy on ultrasound. With history of bleeding and cramping with decreasing hcg, likely completed miscarriage. Blood hcg negative. Concurrent conditions included amenorrhea, hyperprolactinemia, bloating, dysfunctional uterine bleeding, breast tenderness, schizoaffective disorder, thrombophlebitis, endometrial biopsy, body mass index normal, vertigo, vomiting, endometrial biopsy, lower abdominal pain, vaginal discharge, delayed period since (B)(6)2014, mood disorder, constipation, diarrhea, syncope, bipolar disorder, post-traumatic stress disorder, aggressive behavior, cough, shortness of breath, blood prolactin abnormal, empty sella syndrome, morbid obesity, thyroid disorder, fibromyalgia, painful intercourse, earache, sinus pain, upper respiratory infection, acute sinusitis, sinus pressure, pain joint, weight loss, prophylactic vaccination, influenza, backache, genital hemorrhage, frequent periods, tubal ligation, dysuria, burning micturition, ecchymosis, muscle pain, itching, schizophrenia, mood altered, spotting vaginal, dizziness and increased appetite. Family history included diabetes mellitus. Concomitant products included aripiprazole (abilify), calcium carbonate;colecalciferol (caltrate + d), fluoxetine hydrochloride (prozac), fluphenazine, haloperidol (haldol), levothyroxine, medroxyprogesterone acetate (depo provera), paliperidone (invega), topiramate, venlafaxine and venlafaxine hydrochloride (effexor). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), weight fluctuation ("weight fluctuations/ weight fluctuations (gain of 30, loss of 53 pound and ended up gaining 60 pounds)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), alopecia ("hair loss") and vision blurred ("vision problems: vision issues/vision/eye problems type: blurry vision"). On (B)(6)2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), menstrual disorder ("abnormal menstruation"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), depression ("depression"), anxiety ("anxiety"), fatigue ("chronic fatigue"), urinary incontinence ("urinary incontinence"), nausea ("nausea"), ovarian cyst ("tumor: ovarian cyst"), hypothyroidism ("hypothyroidism acquired type"), abdominal pain ("abdominal pain"), the first episode of pain in extremity ("hand pain"), the second episode of pain in extremity ("feet pain") and alcoholism ("alcoholism") and was found to have teratoma (seriousness criterion medically significant) and weight increased ("weight fluctuations (gain of 30, loss of 53 pound and ended up gaining 60 pounds"). The patient was treated with gemfibrozil, valproate semisodium (depakote) and surgery (schedule appointment for removal surgery in february or march of 2019). Essure treatment was ongoing at the time of the report. At the time of the report, the device expulsion, uterine haemorrhage, teratoma, rheumatoid arthritis, abortion spontaneous, bipolar disorder, nausea, vaginal haemorrhage, bladder disorder, urinary tract disorder, alopecia, vision blurred, ovarian cyst, hypothyroidism, weight increased, abdominal pain, the last episode of pain in extremity and alcoholism outcome was unknown, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, migraine, headache, depression, anxiety, fatigue, urinary incontinence and weight fluctuation had not resolved and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alcoholism, alopecia, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, depression, device expulsion, dysmenorrhoea, fatigue, headache, hypothyroidism, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis, teratoma, urinary incontinence, urinary tract disorder, uterine haemorrhage, uterine pain, vaginal haemorrhage, vision blurred, weight fluctuation, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: consumer was currently investigating removal options, as she had not yet been able to undergo surgery to remove the essure micro-inserts. It was reported that she undergo surgery to remove the essure micro-inserts either be november or december 2018 for hysterectomy. Bladder issues/need to check if bladder has been perforated by doctor on (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Human chorionic gonadotropin - in may 2016: results: positive. Hysterosalpingogram - in june 2012: results: full occlusion of fallopian tubes. Pregnancy test - on an unknown date: results: positive. Pregnancy test urine - in may 2016: results: positive. Ultrasound scan vagina - on (B)(6)2012: results: showed total bilatera occlusion. Concerning the injuries reported in this case, the following ones was reported via medical records: uterine hemorrhage, weight increased, fatigue, alopecia, arthralgia, back pain, hypothyroidism, nausea, headache. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received : event pt updated "visual impairment to vision blurred". Incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Rospective" pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("migration of essure: unsure"), pregnancy with contraceptive device ("pregnant with essure/pregnancy (no complications)"), abortion spontaneous ("miscarriage at 6 weeks gestation"), rheumatoid arthritis ("autoimmune disorder: rheumatoid arthritis"), uterine haemorrhage ("abnormal uterine bleeding") and teratoma ("tumor/teratoma/cancer") in a (B)(6) female patient who had essure (batch no. 869752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included amenorrhea, hyperprolactinemia, bloating, dysfunctional uterine bleeding, breast tenderness, schizoaffective disorder and thrombophlebitis. Concomitant products included aripiprazole (abilify), fluoxetine hydrochloride (prozac), fluphenazine, haloperidol (haldol), lekovit ca (caltrate + d), levothyroxine, medroxyprogesterone (depo provera), paliperidone (invega), topiramate, venlafaxine and venlafaxine (effexor). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced weight fluctuation ("weight fluctuations/weight fluctuations (gain of 30, loss of 53 pound and ended up gaining 60 pounds)"), alopecia ("hair loss") and visual impairment ("vision problems: vision issues"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation"), menstrual disorder ("abnormal menstruation"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), depression ("depression"), anxiety ("anxiety"), fatigue ("chronic fatigue"), urinary incontinence ("urinary incontinence"), nausea ("nausea,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rheumatoid arthritis (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), bipolar disorder ("bipolar disorder"), ovarian cyst ("tumor: ovarian cyst"), uterine haemorrhage (seriousness criterion medically significant), teratoma (seriousness criterion medically significant), hypothyroidism ("hypothyroidism acquired type") and weight increased ("weight fluctuations (gain of 30, loss of 53 pound and ended up gaining 60 pounds"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with valproate semi-sodium (depakote), gemfibrozil, surgery (procedure will either be (B)(6) 2018 for hysterectomy) and surgery (procedure will either be (B)(6) 2018 for hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, migraine, headache, depression, anxiety, fatigue, urinary incontinence and weight fluctuation had not resolved, the device dislocation, abortion spontaneous, nausea, vaginal haemorrhage, rheumatoid arthritis, bladder disorder, urinary tract disorder, alopecia, visual impairment, bipolar disorder, ovarian cyst, teratoma and hypothyroidism outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, depression, device dislocation, dysmenorrhoea, fatigue, headache, hypothyroidism, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis, teratoma, urinary incontinence, urinary tract disorder, uterine haemorrhage, uterine pain, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: consumer was currently investigating removal options, as she had not yet been able to undergo surgery to remove the essure micro-inserts. It was reported that she undergo surgery to remove the essure micro-inserts either be (B)(6) 2018 for hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - in (B)(6) 2016: positive; hysterosalpingogram - in june 2012: full occlusion of fallopian tubes; pregnancy test - on an unknown date: negative; pregnancy test urine - in (B)(6) 2016: positive; ultrasound scan vagina - on (B)(6) 2012: showed total bilateria occlusion . Concerning the injuries reported in this case, the following one was reported via medical records: uterine hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: plaintiff fact sheet received. The case is updated to incident. Reporters and concomitant disease were added. New event hypothyroidism acquired type and weight gain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.